Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value was 432mg/dl. Customer treated with the pump. The drive support cap was normal. Yesterday customer had an episode in the store, the sugar bottomed out. Customer treated with a pepsi and peanut butter crackers. Customer was advised to revert to the back up plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No low battery alert and no back light anomaly noted during test. Device received with broken battery tube threads, cracked case, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.